Manufacturer narrative:
Internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results obtained of 125, 156, 136, 110 and 124 mg/dl; results of 125 and 156 mg/dl were performed back to back (same hand different finger). Customer is also concerned with meter to meter comparison results of 141 mg/dl using meter and 90 mg/dl using another device. The customer's expected fasting blood glucose test result range is 90 - 102 mg/dl. Customer has only been using the meter for a week. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 156 mg/dl and 162 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/30/2020 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).